Event description:
It was reported customer received a reading of 191 mg/dl while sleeping and displaying low blood glucose symptoms; symptoms did not match reading. Customer received treatment by wife; there was no delay in treatment.